Event description:
It was reported that the lead was broken. No other clinical information was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)